Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, unit would not home and had issues opening door and moving rotor. Representative found that the gantry controller was bad, replaced the gantry controller and performed all necessary calibrations and verifications. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint, installed gantry control box into test system for several days. The system booted and readied on each power cycle. Perform motion calibrations, all passed. Door functioned as normal and motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #: (B)(6) rev. 4, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported during a case; the gantry door would not open and needed to be manually cranked open. Patient was present. There was unknown surgical delay and impact on patient outcome. (B)(6) 2025 e1 (rep): no new information. (B)(6) 2025 e2 (rep): additional information received. It was reported that the issue was found during an open spine procedure. There was a reported delay of 10 minutes and no reported impact to patient outcome.